Event description:
The customer reported erroneous total thyroxine (tt4) results were generated on a unicel dxi800 access immunoassay system for an undisclosed number of patients over a period of august 2011 to present. The customer also reported that tt4 quality control results had recovered lower during this timeframe. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of twenty patient results over the months of (B)(6) 2011. The actual dates of the patient results were not provided by the customer and hence were assumed to have occurred on the same day of each month for the purposes of the report. This report represents the erroneous tt4 result generated for one patient in (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied data indicated that the patient's initial tt4 result was below the normal reference range. The test was repeated using an alternate methodology and recovered higher. The erroneous, low tt4 result was reported outside of the laboratory and it is unknown as to whether there was an impact patient health or medical treatment in association with this event. The sample was collected in vacuette gel tubes.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data revealed the execution of ten assay calibrations over a period of time spanning (B)(6) 2011 to (B)(6) 2012. Individual quality control data points were not supplied by the customer. The qc data supplied were calculated means that were generated from calibrations using both expired and non-expired calibrators. Data demonstrates a decrease in qc results beginning (B)(6) 2011. This calibration, in addition to two other calibrations during this timeframe, used an expired calibrator. Qc recovery increased after a calibration dated (B)(6) 2011. This calibration did not use expired calibrator. Levels one and two qc results were still approximately (B)(4) below august qc data. Level 3 qc was (B)(4) lower than august data. A definitive root cause for this event has not been determined to date; however, use of expired calibrator material may have contributed to the decrease in tt4 qc and patient result results. Mdrs associated with this event: 2122870-2012-00160, 2122870-2012-00161, 2122870-2012-00162, 2122870-2012-00163, 2122870-2012-00164.